Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) specialist. The customer informed the ccc specialist that the operator was not wearing personal protective equipment (ppe) while checking for a jam in the cuvette chute. As per immulite 2000 xpi operator's guide, ppe should be worn by the operator while attempting to safely clear a solid waste chute jam. The operator did not follow the instructions. The cause of exposure to substrate was due to a user error.

Event description:
The customer contacted a siemens customer care center (ccc) specialist. The customer stated that the operator of an immulite 2000 xpi was checking for a jam in the cuvette chute and a cuvette was dropped into the waste bin while she was checking for a jam. The substrate from the cuvette splashed into the operator's eyes. The operator washed her eyes and notified the laboratory's occupational medicine department. The operator will be monitored for any virus exposure for the next six months. There are no reports of patient intervention or adverse health consequences due to the exposure to substrate.

Manufacturer narrative:
The initial MDR 2247117-2016-00012 was filed on march 03, 2016. Additional information (07/21/2016): event description of the initial MDR states, "the operator will be monitored for any virus exposure for the next six months". A siemens customer care center (ccc) specialist contacted the operator to follow-up. The operator was tested for infectious diseases such as antigen and antibodies to (B)(6). The operator did not require any treatment for infectious diseases.